Event description:
It was reported to the manufacturer by the end user, per the end user, "nurse found patient on floor during rounds. Facility staff called in to have bolsters inflated and advised this was due to patient fall." The patient did not sustain any injuries. (B)(4) and (B)(4) were entered into our system to have the mattress and control unit returned to joerns for investigation. As of this writing, the mattress and control unit have not been returned.